Event description:
It was reported that a pt, who had received v.a.c. Therapy for about 24 days in 2009, was transferred to another facility on the 24th day. During the first dressing change performed by the facility 2 days later, a foreign material, 17 cm in length, was noted in the pt's wound. The foreign material was alleged to be v.a.c. Granufoam. The pt was taken back to the acute care facility where the foreign material was surgically removed 2 days later. The pt's disease state at the time of the alleged event was sepsis. According to the facility, there was no infection present in the wound at the time of the alleged event. The pt's wound was subsequently closed with a flap and the pt was released back to the facility.

Manufacturer narrative:
It was reported that the healthcare facility that cared for the pt prior to being transferred to the the other hospital performed dressing changes three times a week, as per v.a.c. Therapy clinical guidelines; however, it was unclear if the healthcare facility had a protocol for counting and recording the number of pieces of v.a.c. Granufoam placed in the wound. The foreign material removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error as foreign material alleged to be a kci product was left in the pt's wound and had to be surgically removed. V.a.c. Labeling warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing."